Event description:
Boston scientific received information that this device had reached indicated end of life (eol) and had reverted to storage mode. There were no adverse patient effects reported. It is unknown when the device's elective replacement indicator (eri) was met as patient was lost to follow-ups. Device had been explanted and returned.

Manufacturer narrative:
Analysis of the device is currently ongoing. This report will be updated once analysis has been completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted scratches. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The right ventricular (rv) lead seal plug was observed missing and there was a hole in the left ventricular (lv) lead seal plug. All other seal plugs are intact. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A review of the device memory noted no reset or fault codes. The device recorded 5 ecc memory corrections with the last one occurring in (B)(6) 2013. This indicates normal operation. A series of electrical tests was also performed, and again, normal device function was observed.